Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to pacing impedance measurements out of range. Technical services (ts) was consulted prior to a lead revision to review and noted there had been a signal artifact monitor (sam) episode stored with noise oversensing, as well as the out of range impedance measurements. Subsequently, the ra lead was capped and replaced. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.